Event description:
It was reported that the patients thirty two contacts paddle lead was too big for the patients space which caused uncomfortable rib pain. The patient underwent a lead replacement procedure wherein a sixteen contacts paddle lead was implanted. The patient was doing well postoperatively, and the explanted lead was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.